Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer returned pump for alleged cosmetic damage located at the screen found on (B)(6) 2021. The pump passed the displacement test. Pump failed self test due to partial display. Pump was cut open for visual inspection and found no moisture or physical damage to the electronic assembly. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, label damage. Cosmetic damage at the screen was not confirmed, however, partial display was noted.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The customer will continue to use the device.